Event description:
Patient reported left side capsular contracture, baker grade unknown. Later physician reported "recurrent capsular contracture, baker IV. The implant has already been replaced once by baker IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason of reoperation was capsular contracture baker grade IV. Additional/ changed data: a.2, b.2, b.5, b.6, d.6.

Manufacturer narrative:
Continued h.6.: f2203 additional, corrected, and/or changed data: b.5., d.6b., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A second review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The additional reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported the patient began to "feel pain and to notice the left breast [was] more hardened," "verified the occurrence of a new capsular contracture grade becker (baker) IV," "pain on palpation, in addition to flaccidity," "risk of developing nodules and other cancerous reactions," patient felt "ashamed and extremely uncomfortable with her breasts," "mild edema," "drainage of secretion in extrusion point of the left breast. Left breast with extruded stitch in the medial region and local bulging," "left breast with cocoon a little hardened and less mobile," "double capsule," ¿patient contacted the company following bia-lcl news,¿ ¿patient worried about the suspension of natrelle sales," ¿prominent folds,¿ ¿a liquid blade between the external and internal capsules,¿ ¿drainage of secretion in extrusion point of the left breast. Left breast with extruded stitch in the medial region and local bulging,¿ "pulmonary embolism for 02 years after plastic surgery." Patient representative additionally reported non-device related events as follows: "sore throat," "edema and local pain in left foot, spider bite for six days," "myalgia," and "dizziness." The device has been replaced and discarded.